Manufacturer narrative:
The complaint that the catheter tubing separated from the catheter adapter was confirmed and the cause appeared to be manufacturing related. One photograph and two 20g nexiva IV catheters were provided for investigation. The entire length of the catheter tubing had separated from one of the catheter adapters. No portion of the catheter tubing was observed within the catheter adapter. It appeared that the IV catheter was not assembled correctly. No other similar complaints were reported from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Event description:
¿The catheter was still in the patient¿s arm, I was drawing blood and knew it was bad because it was bubbling so I went to take it out and it did this¿ (photo depicts catheter separated from hub). She told me two other nurses had issues with 20g ivs earlier in the day and said it appeared that there was a hole in the top and the catheter was not connected to the hub well. I did instruct staff to go ahead and pull any ivs with the same lot number.they were able to get catheter out of patient arm.